Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Nephrectomy. "The surgeon introduced the bag into the abdomen, collected the kidney then pulled back the introducer. He then unhooked the cord and removed the introducer and the port. Whilst removing the bag he noticed the bead was missing. He believed it had dropped into the patient so started checking inside. I then asked the nurse to redeploy the introducer to expose the metal prongs and found the bead at the base of the metal prongs. The surgeon is deeply concerned that the bead was capable of coming off due to the risk of it falling inside a patient in the future. He will not use the bag again as a result." Patient status: "the patient was fine as the bead did not drop inside."

Manufacturer narrative:
Additional information was received. The product was not returned for evaluation. Upon initial receipt of the complaint, the complainant declared that the product was not available to be returned to applied medical. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. The root cause of the experience is unknown. It is possible that the unit was not properly assembled during manufacturing which could have resulted in the bead separating during cinching of the bag. However, the event sample was not returned so the bead could not be inspected. Although the root cause of the incident experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member on september 27, 2016 - no difficulty when cinching the device / retracting the actuator. When the surgeon unhooked the cord loop, there was no difficulty pulling the shaft/plastic tube out of the trocar